Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a message indicating there was not enough medication in the cabinet. A technical support specialist (tss) found that the items were locked. The system functioned as intended after the technical support specialist investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not showing enough in cabinet when the nurse attempted to issue it. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.